Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome. It was report that the patient had a loss of therapy and pain going down their left leg. The patient stated that that their healthcare provider (hcp) ¿wanted to do injections in their spine or have a manufacturing representative (rep) check the stimulator and increase it¿. It was stated that the reason for the injections or increase in stimulation was due to the ¿pain going down the patient¿s leg,¿ which started in (B)(6) 2017. The patient did not have their patient programmer with her while on the call and couldn¿t find it, so no troubleshooting could be done. The patient was redirected to follow-up with their hcp and advised to have the hcp call the manufacturer fi they wanted to have a rep paged. Additional information was received on (B)(6) 2017 from the consumer reporting that the circumstances leading to the loss of therapy and pain down leg was their total left knee. The patient had some damage to their nerves. It was noted that the manufacturer representative reset the stimulator to cover some of the nerve damage. The patient met with the manufacturer representative twice for this which resulted in 80% resolution. No further complications were reported.